Event description:
It was reported that approx 1 month post-implant of a bifurcated device and a suprarenal aortic extension, the pt presented with abdominal pain due to infection. Reportedly, the pt presented with contained rupture and mycotic aneurysm during the initial implant. The physician chose to convert the pt to open repair and treat the pt with axillo bifemoral bypass. It was reported that the pt tolerated the procedure well. Add'l info: the pt presented with infected aorta during the initial procedure. The explanted grafts did not exhibit any signs of infection.

Manufacturer narrative:
Based upon the investigation findings, the reported event was inconclusive. It was reported that the patient presented with an infection, but when the device was explanted; the explanted grafts did not exhibit any sign of infection. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units were consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, a root cause for the reported infection could not be determined.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when add'l info becomes available. Correction: (B)(6) MFR report # 2031527-2013-00333 to (B)(6) MFR report: 2131527-2014-00152.